Event description:
It was reported that immediately after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. The physician confirmed that the targeted lesion measured 18mm in size, was in the right upper lobe, and the biopsy was completed successfully. Although the patient remained asymptomatic post-procedure, a right upper lobe pneumothorax was identified via that necessitated chest tube (cook) insertion and hospital admission. The patient was discharged home after approximately one day. According to the physician, no malfunction occurred with the ion system, instruments, or accessories.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.